Event description:
It was reported that the patient went to the hospital because this inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a revision surgery was performed, during which it was noted that there was a crack in the connecting tube of the right cylinder. The pump was removed and replaced according to the doctor's diagnosis. There were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned component underwent a thorough analysis. The pump was visually inspected, leak and functionally tested. No visual damage or abnormalities were noted, no leaks were identified; however, the pump did not pass the activation test during the functional inspection. The pump tubing was cut down to the pump block; therefore, it was not returned for analysis. Based on the information available and analysis results, the component not passing the functional test could have caused or contributed to the reported clinical observation of device not working properly; therefore, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient went to the hospital because this inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a revision surgery was performed, during which it was noted that there was a crack in the connecting tube of the right cylinder. The pump was removed and replaced according to the doctor's diagnosis. There were no patient complications.